Event description:
Boston scientific received information that during a normal device change out procedure, difficulty was experienced loosening the right ventricular setscrews. The physician elected to implant a new right ventricular lead. After the new lead was implant, the chronic lead was able to be pulled out of the device header. The chronic lead was capped. The device was successfully explanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted the setscrews were free and in the up position. The atrial and ventricular seal plugs were missing. Additionally, all capture washers were distended. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed the clinical observation.